Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The device has been investigated in our service department at laboratórios b.braun s.a., são gonçalo, brazil: the equipment was subjected to functional analysis. Initially, an evaluation of the equipment history was carried out, and it was verified that there was no record of use on 05/28/2023, as per date of occurrence stated in the documents of this complaint. In view of this, it was evaluation of the last programming carried out, on the date of 05/30/2023, at 1 pm, 11 minutes and 23 seconds. It was verified that the user programmed 300ml at a flow rate of 300ml/h. The infusion was started at 13 hours, 11 minutes and 32 seconds and concluded at 14 hours, 02 minutes and 46 seconds. Before stopping the infusion, the user tried to open the front cover of the equipment, still with the infusion in progress. The equipment triggered the "fct.only in stop" warning, that is, open the front cover just stopping the infusion, and the user stopped the infusion. The total volume infused was 256.15ml, compatible with the time of infusion of 51 minutes and 14 seconds. Then, the equipment was subjected to a flow accuracy test. For this purpose, the equipment was programmed according to the checked for the last therapy programmed in the equipment. This way, a simulation of 300ml was carried out for a period of 1 hour. The flow was of 300ml/h. The measurement of the infused volume was performed using a test tube. At the end of the scheduled period, it was verified that the equipment worked as expected, without any flow and/or volume deviations were identified. Due to the data exposed above, bearing in mind that they were not identified any deviations, the technical complaint was classified as "unconfirmed". Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in brazil: "over infusion/ pump". According to the customer: "the pump presented a wrong infusion time, the medication infused in a shorter time than the scheduled".